Event description:
The affiliate stated the customer reported access® free t3 (triiodothyronine) results, for quality control (qc) level 1 and patient samples, shifted lower beginning (B)(6) 2014 involving the access® free t3 reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. The customer stated daily means of patient results had shifted down approximately 16% (from an average of 3.2 pg/ml per day to 2.7 pg/ml per day). A review of the customer-supplied information and archive data file identified a total of 26 patient samples with three or more replicates. The patient samples were analyzed between (B)(6) 2014. No additional patient data were supplied. The customer noted all patient samples were within the expected total imprecision of the assay with the exception of patient #5. The customer stated all patient results are validated prior to being released from the laboratory - questioned results were not released from the laboratory. There was no patient consequence associated with this event. No sample integrity issues were noted, and no system issues were reported. The instrument was in operation. The patients' samples were collected in 5 ml becton dickinson vacutainer tubes and centrifuged at 3,000 rpm (rotations per minute) for five minutes in room temperature. Quality control was performed prior to and after the event - results were not supplied. This report is two of two referencing the event date noted.

Manufacturer narrative:
There is no indication that the alleged device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00164.